Event description:
Pt was scanned for a right shoulder MRI in the siemens essenza scanner. Our normal shoulder sequences were obtained without any equipment errors or problems noted. All scans were completed and pt was released to get dressed. Pt notified us that she noticed redness and a burning sensation on right chest area. It appeared to becoming redder and hotter to touch. Area appeared red spreading downward, measuring about 7-8 inches. Pt was taken to ER for eval. Pt was evaluated in ER by dr (B) (6) and dr (B) (6). Minor burn was noted and pt was given silvadene cream and released. Siemens service engineer verified system operation and downloaded log files.